Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The patient claimed he was admitted to the hospital with an elevated blood glucose reading of 1018 mg/dl on the morning (B)(6), 2012. He was treated with IV insulin drip at the ER. On the day prior to the hospitalization, the patient's blood glucose has been elevated all day and was taking bolus insulin via the subject pump. On the night of (B)(6), 2012, the patient allegedly was up all night vomiting. After treatment at the ER, his blood glucose decrease to the 250 to 300 mg/dl range. During troubleshooting, the animas representative concluded there was no pump malfunction associated with the alleged event. The advance features and the basal segment are correctly programmed according to the patient's usage at the time of the event. The date and time was confirmed to be accurate. The pump delivered insulin accordingly and no inaccurate delivery issue was found. It was noted there was product misuse issue since the patient was solely using the thighs as the site of infusion. The patient was advised to discuss other site rotation with his doctor. This complaint is being reported because the patient required medical intervention for elevated blood glucose of 1018 mg/dl while there was evidence of product misuse issue involving site rotation.